Event description:
It was reported that an rv lead revision was performed due to low sensing. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
(B)(4).